Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was also completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74268be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot performs as expected. Testing included one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix, since the alinity I anti-hcv and architect anti-hcv assays are equivalent. Reagent lot 74268be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to the historical architect results. Labeling review concludes that the issue is adequately addressed. The patient sample sid (B)(6) was tested with a retained kit of alinity I anti-hcv reagent lot number 74268be00 and non-reactive results were obtained (0.92 s/co, 0.81 s/co, 0.87 s/co). Supplemental testing (inno-lia hcv score and mikrogen recomline hcv igg) was performed with sample sid (B)(6). No bands were detected with inno-lia hcv score. Weak bands (core 1 (+/-), ns3 (+/-), ns4 (+/-) were observed with mikrogen recomline hcv igg. The interpretation of both methods is negative. The alinity I anti-hcv results are concordant to inno-lia hcv score and mikrogen recomline hcv igg. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot 74268be00 was identified.

Event description:
The customer observed a false nonreactive alinity I anti-hcv for one patient. The following results were provided: sid (B)(6), (B)(6) 2025, initial anti-hcv result= 0.91 s/co (grayzone); (B)(6) 2025, repeat result (B)(6)= 0.83 s/co (nonreactive); (B)(6) 2025, repeat result (B)(6)= 0.80 s/co (nonreactive); repeat result (roche)= 49.67 index (reactive); a confirmatory test (biorad assay) result= hcv ab positive. Additional results were provided: hbsag result= 0.80 mui/ml (nonreactive); hbc result= 0.11 s/co (nonreactive); hcv result= 49.67 index (reactive); hiv result= 0.05 s/co. (Nonreactive) there was no impact to patient management reported.

Event description:
The customer observed a false nonreactive alinity I anti-hcv for one patient. The following results were provided: sid: (B)(6), on (B)(6) 2025, initial anti-hcv result= 0.91 s/co (grayzone); on (B)(6) 2025, repeat result (B)(6) = 0.83 s/co (nonreactive); on (B)(6) 2025, repeat result (B)(6)= 0.80 s/co (nonreactive); repeat result (roche)= 49.67 index (reactive); a confirmatory test (biorad assay) result= hcv ab positive additional results were provided: hbsag result= 0.80 mui/ml (nonreactive); hbc result= 0.11 s/co (nonreactive); hcv result= 49.67 index (reactive); hiv result= 0.05 s/co (nonreactive). There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number: 08p06 that has a similar product distributed in the us, list number: 08p05, anti-hcv, with PMA number: p050042. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.